Manufacturer narrative:
Batch review performed on 28 october 2020. Lot 1903253: (B)(4).

Event description:
The patient came in 1years after the primary surgery reporting pain due to instability and a ruptured quad-tendon. The cause of the instability and the quad tendon rupture is unknown. The surgeon repaired the quad tendon and revised the gmk-sphere tibial insert - flex s4l - 10 mm to a gmk-sphere tibial insert - flex s4l - 12mm. The surgery was completed successfully.